Manufacturer narrative:
(B)(4). D4: batch # t5aw06. Investigation summary: the analysis found that one pcee45a device was returned with no apparent damage and with no cartridge loaded on the device. Upon further inspection, the spring firing trigger was noted to be loose and out of its intended position. The device was disassembled and the instrument was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. While no conclusion could be reached as to how the spring firing trigger became out of position, it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at fgqa. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. Event could not be confirmed as the device closed and opened without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the reported complaint condition were identified.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Event description:
It was reported that during a vats lobectomy, the knife did not fully return to home position and the jaws did not open after the firing. The device was used between the upper and the middle lobes. The surgeon tried to use the manual override lever, but the lever did not move. Then, the closing lever was pulled up forcibly by hand to release the device. The target tissue was so stiff. The deployed staples were formed as intended, and the tissue was cut properly. The cartridge color was ecr60g. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.